Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital following an episode of melena. The patient's inr was 3.7 and his hemoglobin dropped. Three units of packed red blood cells were transfused. A gastroscopy and colonoscopy were performed and the results were normal. Aspirin was discontinued. The patient's inr target was moved to 2-2.5. The patient has been discharged. No further information was provided. The patient is implanted with two heartmate 3 pumps. This report addresses the rvad. MFR. #2916596-2020-02754 addresses the lvad.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.